Event description:
Per the clinic, the patient experienced pain at the implant site and wound dehiscence at the postauricular incision site with infection (pus). The patient was subsequently treated with oral antibiotics for seven days (specific date not reported). The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2025 with antibiotic irrigation to remove the infected skin and closure of the wound. The implanted device remains.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient also experienced inflammation around implant site. Then device was subsequently explanted on (B)(6) 2026 due to continuous chronic infection at implant site. There are no plans to reimplant the patient with a new device as of the date of this report.